Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope experienced abnormal images during service maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurred, indistinct or noisy image, multiple wrinkles and ccd glass is torn. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: abnormal image (blurred, indistinct or noisy) caused by a component failure of the universal cord. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.